Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 02/07/2021 . Section h3: device returned to manufacturer: yes . Device evaluation: the pcb00 product was not returned in its original package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod were observed in advanced position. Residues of lubricating material were observed on cartridge. No damaged was observed to the cartridge. The lens returned outside the preloaded device. Two marks were also observed on the lens surface that could be related the handling of the unit during the surgical process. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the returned sample is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a posterior capsule tear with an intraocular lens (iol). Haptic/optic made contact with the eye. No additional information was provided to johnson & johnson surgical vision.